Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. As the device was not returned, a thorough product evaluation could not be carried out. We have not been able to confirm the failure mode and identify a root cause on this occasion. It was reported that the device was used in therapy and 2 days after application, it was identified that all indicator lights were solidly illuminating. This means that the device had entered a non-recoverable error state and has stopped providing therapy as a patient safety mechanism. There are various reasons that the device can enter a non-recoverable error state including out of acceptable range of pressure, unsafe motor current range and out of range power supply. As stated in the IFU for this product, the pump must be carried so that the patient and health care professional can check the status of visible alerts.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the device stopped delivering negative pressure during treatment. The returned device underwent a thorough product evaluation. An initial visual inspection did not identify any issues. When batteries were inserted all indicator lights were solidly illuminated meaning that the device had entered a non-recoverable error state. This confirmed a relationship between the event and the device. Data was extracted from the device to help identify what may have caused this. It was found that the device entered an error state after delivering therapy for five and a half days. The pressure dropped a significant amount in a very short period of time. It was found that the device entered an error state as the pressure was out of range. It is likely that an external source caused the error. The root cause was identified as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on (B)(6) 2019, a 15x20cm pico7 was applied and was working correctly. The patient was transferred to a continuing care unit. On (B)(6) 2019 the nurse detected that the equipment had 4 lights on (ok and 3 alarms), and stopped sucking. Instead of 7 days of negative pressure, the patient only received 2 ½ days since the continuing care unit had no more pico equipment and changed to conventional treatment.